Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the surgical nurse found that the coating of nitinol guidewire was fell off upon opening of the package and the outer layer was dry.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. A photo sample was provided. It could not be evaluated for the reported failure, however the guidewire was noted to be out of the hooping. The guidewire was returned in the opened original packaging. An evaluation was completed on 30 -dec-2022. The guidewire was out of the hooping significantly when received; as the entry description mentions the customer disassembling the device. The sample did not appear defective on the jacketing nor the guidewire itself. As no patient involvement was reported and the device was not used, however it is intended for treatment purposes. It is unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgical nurse found that the coating of nitinol guidewire was peeling off upon opening the package and the outer layer was found to be dry when it was disassembled by the customer. As per the sample received notification on 08-sep-2022, it was found that an additional sample was received which was on the patient.